Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2014, the reporter contacted lifescan italy, alleging inaccurate results of "143, 176 and 123 mg/dl" with the subject meter, performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.